Event description:
The reporter did meter to lab comparison tests, 40 minutes apart. The reporter's meter reading was 120 mg/dl, and the lab test result was 160 mg/dl. The reporter did not have any symptoms. On followup, the reporter stated that the reporter had also done back to back tests comparing the reporter's meter to the doctor's, with results similar to lab comparison. No harm was alleged.